Event description:
According to the reporter, dr. Used duraseal in a pt for a craniotomy to excise frontal meningioma. The pt developed an infection post op. The pt was treated and recovered from the infection.

Manufacturer narrative:
Patient was treated with antibiotics and recovered from the infection. The infection control coordinator reported that there is no evidence to confirm that duraseal was the causative agent in the infection. Bench top testing has shown that duraseal does not support microbial growth.